Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the emergency room experiencing lightheadedness. Pulse generator interrogation found the device to be operating in backup vvi mode. Troubleshooting was not possible due to the devices low battery status. Recent longevity values were not available as the patient had not been seen in the last year. The device was explanted and replaced. The patient was in good condition following the procedure and no further instances of lightheadedness were reported.